Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient (B)(6). The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2011-00110, 3005099803-2011-00111, and 3005099803-2011-00112 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and three leveen needles electrodes were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, the three electrodes were used to perform the ablation following the standard algorithm. However, after approximately 1 minute, the power could not be increased as expected. The generator was switched off, then on and the procedure was continued at the previous power output. The customer indicated that this issue caused an increase in the procedure length. Additionally, the account confirmed that roll-off was able to be achieved and the procedure results were perfect. However, no information was able to be obtained related to the use of each electrode for the ablation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found no visible issues related to the reported event. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2011-00110, 3005099803-2011-00111, and 3005099803-2011-00112 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and three leveen needles electrodes were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, the three electrodes were used to perform the ablation following the standard algorithm. However, after approximately 1 minute, the power could not be increased as expected. The generator was switched off, then on and the procedure was continued at the previous power output. The customer indicated that this issue caused an increase in the procedure length. Additionally, the account confirmed that roll-off was able to be achieved and the procedure results were perfect. However, no information was able to be obtained related to the use of each electrode for the ablation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2011-00110, 3005099803-2011-00111, and 3005099803-2011-00112 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and three leveen needles electrodes were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, the three electrodes were used to perform the ablation following the standard algorithm. However, after approximately 1 minute, the power could not be increased as expected. The generator was switched off, then on and the procedure was continued at the previous power output. The customer indicated that this issue caused an increase in the procedure length. Additionally, the account confirmed that roll-off was able to be achieved and the procedure results were perfect. However, no information was able to be obtained related to the use of each electrode for the ablation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.